Event description:
The user facility reported that the radifocus guidewire m became separated during a percutaneous transluminal angioplasty (pta) for shunting procedure. The following information was obtained from the user facility: the patient's vessel that was to be shunted was completely occluded; a goodtec sheath was inserted retrograde; an attempt to cross the lesion was hindered due to the severe calcification so the sheath was inserted anterograde; a 0.018 inch sterling catheter was used to assist with directing the guidewire; the guidewire deviated from the target vessel and ended up in a branch vessel; it was then noted that the guidewire was in a loop shape; when the attending physician tried to retract the guidewire back into the balloon tip, the distal segment fractured; the fractured piece was surgically removed; the procedure was completed successfully; and the patient's condition is reported as "fine."

Manufacturer narrative:
(B)(4) - additional surgical procedure was required to retrieve the detached material, but there is no code available. Results: based on evaluation of user facility information and the actual sample; based upon evaluation of undamaged sections of the return sample conclusions: is based on evaluation of user facility information and the actual sample; based upon evaluation of undamaged sections of the return sample. Evaluation of the returned sample by the manufacturing facility confirmed: the guidewire had been fractured at approximately 14mm from the distal end; measurement of the main body shaft and the separated distal segment confirmed that retrieval of the detached material was successful; electron microscopic inspection of the fractured cross-sections revealed that both pieces were creased in the circumferential direction, indicating exposure to a compressive force while in a loop shape; electron microscopic inspection of both pieces of core wire revealed they had been flexed and slightly distorted and had a swirl-like pattern; and (5) examination and testing of undamaged sections of the wire confirmed there were no indications of malfunction or pre-existing defect. A review of the device history record confirmed there was no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. Although the cause for the reported event cannot be definitively determined, there is no evidence that the reported issue was related to a pre-existing device defect or malfunction. The device labeling does address the potential for damage or separation of the polyurethane coating of the glidewire under certain conditions. Specific statements in the warnings / precautions section include: "manipulate the guide wire m slowly and carefully in the vessel while confirming the behavior and location of the wire's tip under fluoroscopy. Improper manipulation of the guide wire m without fluoroscopic confirmation may result in vessel perforation and "if any resistance is felt or if the tip's behavior and/or location seems improper, stop manipulating the guide wire m and/or the catheter and determine the cause by fluoroscopy. Continuing to manipulate or rotate the guide wire m or failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the catheter, or damage to the vessel." All available information has been placed on file in quality assurance at the manufacturing facility for appropriate tracking, trending and follow-up. (B)(4).